Event description:
The patient was enrolled in the prove study with patient identifier (B)(6). It was reported that hematoma and aneurysm spurium occurred. During a transcatheter aortic valve replacement (tavr) procedure, an isleeve introducer sheath was utilized. The tavr procedure was successfully completed with implantation of a size small acurate neo2 valve. Two (2) days post-tavr procedure, a hematoma was identified at the groin bilaterally. A pressure dressing was applied. Three (3) days post-tavr procedure, the hematoma continued to drain with mild tenderness at the left puncture site, and nodular swelling in the left groin and lower abdomen. Computed tomography was performed identifying the hematoma had progressed into an aneurysm spurium. Four (4) days post-tavr procedure, the patient experienced an increase in pain and increase in size of the aneurysm spurium. Emergent surgical intervention was required for treatment of the aneurysm spurium. Surgical intervention was successful, and the patient has recovered. The patient was discharged seven (7) days post-tavr procedure.